Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("bleeding/ heavy menstrual bleeding, but she still has spotting continuously") and cytology abnormal ("cytological finding/ worse finding in mar-2017") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: mirena. In march 2016, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain upper ("stomach pain"). In december 2016, the patient experienced cytology abnormal (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovulation pain ("ovulation pain"), fatigue ("tiredness"), memory impairment ("problems to remember"), depressive symptom ("depressive symptoms"), swelling ("swelling") and inflammation ("prolonged inflammatory condition"). The patient was treated with surgery (hysterectomy and fallopian tubes removal), palliative care (novasure performed in jul-2016) and surgery (loop treatment in may-2017). Essure was removed in december 2017. At the time of the report, the pelvic pain, menorrhagia, cytology abnormal, abdominal pain upper, ovulation pain, fatigue, memory impairment, depressive symptom, swelling and inflammation had resolved. The reporter provided no causality assessment for abdominal pain upper, cytology abnormal, depressive symptom, fatigue, inflammation, memory impairment, menorrhagia, ovulation pain, pelvic pain and swelling with essure. The reporter commented: all symptoms recovered after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in november 2017: normal mild pap test ding in dec-2016, worse finding in mar-2017: loop treatment in may-2017. Control in nov-2017, result not known. Most recent follow-up information incorporated above includes: on (B)(6)2018: essure removal date (dec-2017); essure removal method (hysterectomy and fallopian tubes removal); outcome of events abdominal pain upper, cytology abnormal, depressive symptom, fatigue, inflammation, memory impairment, menorrhagia, ovulation pain, pelvic pain and swelling (recovered); and exam (pap test). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 820 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("bleeding/ heavy menstrual bleeding, but she still has spotting continuously") and cytology abnormal ("cytological finding/ worse finding in (B)(6) 2017") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: mirena. In (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), ovulation pain ("ovulation pain"), pelvic pain ("pelvic pain"), fatigue ("tiredness"), memory impairment ("problems to remember"), depressive symptom ("depressive symptoms"), swelling ("swelling") and inflammation ("prolonged inflammatory condition"). In (B)(6) 2016, the patient experienced cytology abnormal (seriousness criterion medically significant). The patient was treated with palliative care (novasure performed in (B)(6) 2016) and surgery (loop treatment in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia was resolving and the cytology abnormal, abdominal pain upper, ovulation pain, pelvic pain, fatigue, memory impairment, depressive symptom, swelling and inflammation had not resolved. The reporter provided no causality assessment for abdominal pain upper, cytology abnormal, depressive symptom, fatigue, inflammation, memory impairment, menorrhagia, ovulation pain, pelvic pain and swelling with essure. The reporter commented: the patient is going to undergo a hysterectomy and fallopian tubes will be removed in (B)(6) 2018. Diagnostic results: mild pap test ding in (B)(6) 2016, worse finding in (B)(6) 2017: loop treatment in (B)(6) 2017. Control in (B)(6) 2017, result not known. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-nov-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 547 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: historical condition reported: earlier use of mirena and pregnancy history g2p2. Essure inserted in (B)(6) 2016. Novasure performed in (B)(6) 2016. It helped for heavy menstrual bleeding, but she still has spotting continuously. Initially reported symptoms started in 2016 and still continues. Mild pap test finding in (B)(6) 2016, worse finding in (B)(6) 2017: loop treatment in (B)(6) 2017. Control in (B)(6) 2017, result not known. The patient is going to undergo a hysterectomy and fallopian tubes will be removed in (B)(6) 2018. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.